Event description:
It was reported that the patient had high lead impedance on system diagnostics. The patient was last seen in (B)(6) 2011 and diagnostics were performed then that were within normal limits. The patient has been having an increase seizures (below pre-vns baseline levels) since the last appointment. There was no known trauma or repetitive type of motion that could have caused the event. The patient is not reporting any pain or change in stimulation perception at this time. X-rays of the patient's device will not be taken. The patient's device was disabled and the patient will be referred for vns revision surgery as he depends on vns for seizure control.

Manufacturer narrative:
The entired lead was not returned. Device failure is suspected in the lead portion not returned.

Manufacturer narrative:
Review of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Event date, corrected data: review of additional programming history shows that the high impedance was first seen on (B)(6) 2011. This report is being submitted to correct this field.

Event description:
The explanted generator and lead were returned on (B)(6) 2013. An returned product form was received on (B)(6) 2013 indicating the devices were explanted due to high impedance and prophylactic revision. Lead product analysis has been completed. The reported high impedance allegation was not verified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Generator pa is pending.

Event description:
Additional clinic notes dated (B)(6) 2012, were received on (B)(4) 2012. The notes indicated that the patient was last seen in the clinic on (B)(6) 2012. There appeared to be improvement in seizure control after placement of the vagal nerve stimulator. However, her vagal nerve stimulator most recently had been disabled after interrogation revealed a message of high lead impedance with concern for lead fracture. Consideration had been at one point for replacement of the device, but the patient and family had wished to simply leave the device off and monitor for degree of seizure control over time, which was last seen in clinic in (B)(6) 2012. The patient had been doing very well with her seizure control over time. As of (B)(6) 2012, the patient had been seizure free since (B)(6) 2011. The patient has had a significant worsening of seizure control over the last six months without clear provoking factor. In the interim since the patient's last visit, the patient had seizure recurrence and with increased frequency over time. The patient's parents believe the increase began in (B)(6) 2012. Initially, the patient had seizures once per month; however, over the last 2-3 months, the patient began having seizures 2-3 times per month including once seizure the previous day and one two weeks ago. The seizures were typically included a loss of awareness with bilateral upper extremity stiffening, drooling, sometimes with the patient trying to repetitively grab at her face with one arm, head deviation to either the right or left side. The duration was 3-5 minutes typically followed by a post-ictal state. These occurred commonly right around the time of her menstrual period. The physician notes that vns in the past had been very helpful with her seizure management. The device was currently disabled and had been so over the last year. He stated that it would be reasonable to replacement device. Surgery is likely, but has not taken place.

Event description:
Product analysis for the generator showed that a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of additional programming history shows that high impedance was first seen on (B)(6) 2011. The device was disabled on (B)(6) 2011.

Event description:
On (B)(6) 2012, this vns patient underwent full revision. A pre-operative system test indicated high impedance. In surgery, the pin was reinserted, and a system diagnostic showed normal results. Upon moving the patient's head from side to four times, high impedance was seen. The lead and generator were replaced. After system diagnostics, two system tests showed parameters within a normal range. Attempts for product return have been unsuccessful.